Manufacturer narrative:
Product complaint # (B)(4). Additional information received from sales rep on aug. 9, 2022: english. The following information was updated. Reasons for reoperation were as follows. Two screws on the glenoid side had been broken and two screws had come off. The glenosphere had dislocated. Reason for breakage and dislocation unknown. Event date unknown. The following procedures were performed in re-surgery on (B)(6) 2022. The broken screw in the glenoid side has been placed as it is. The screw on the glenoid side was reinserted. Humeral side replaced new cup with additional spacer. Also, metaglene, glenosphere were replaced with the new ones. Broken fragment of the screw has left in the patient. We got this info from a sales rep on aug. 9, 2022. Additional information was received from sales rep on aug. 17, 2022: [answer to pcf]. With regards to this, please confirm if any of the following information is available: product and lot number of the explanted devices. : no further information is available. Product and lot number of the broken screw/s where fragment has left in the patient. No further information is available. Please clarify what you mean by "two screws had come off". Are the screws loose? Fractured as well? : yes, they were loose but not fractured so they were actually removed at the revise surgery. Affected side : no further information is available. Was there a surgery delay? If yes, what was the duration of the delay? : no further information is available. Was the patient experiencing any adverse symptoms/consequence that led to the revision surgery? : no further information is available. Please confirm the following failures ¿ dislocation of the cup and glenosphere : two out of four screws on glenoid were fractured and left in the patient, and the rest of two screws were loose and removed. The types of screws were not cleared. Appropriate term/code not available (g07002) used to capture no findings available. Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was an unknown procedure with delta implants on (B)(6) 2022. The procedure was completed successfully without any surgical delay. After the surgery, our sales rep got information on (B)(6) 2022, that revision surgery is planned on an unknown date. No further information is available.